Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the catheter broke as it was being removed from the dispenser hoop during preparation for the procedure. The physician replaced it with a new catheter and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
(Common device name) : corrected to "catheter, thrombus retriever".

Event description:
It was reported that the catheter broke as it was being removed from the dispenser hoop during preparation for the procedure. The physician replaced it with a new catheter and completed the procedure without clinical consequences to the patient.

Event description:
It was reported that the catheter broke as it was being removed from the dispenser hoop during preparation for the procedure. The physician replaced it with a new catheter and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review could not be performed since the lot number of device was not known. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use, the device was prepared per the dfu instructions, dispenser hoop was flushed prior to removal of the device from it, the catheter was removed by lifting it up from the plastic clip on the packaging and it broke near the hub during removal from the hoop. . It is possible that the force that may have been exerted on the catheter close to the hub while it was removed by lifting it up from the clip prior to pulling it out from the hoop, which may have caused the reported crack on the proximal shaft near the hub. Based on the information currently available, an assignable cause of handling damage will be assigned to this event.